Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample did not have its primary packaging and an abnormality was not detected in the pull ring of the patient line, nor were any damages identified in the seal of the patient line, nor in the pipe and cassette that could contribute to the problem reported. A functional test was performed with satisfactory results. The sample met product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as the ¿solution leak in the patient line¿. This occurred during preparation of peritoneal dialysis therapy; however, the patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.